Manufacturer narrative:
The device was not returned to olympus for inspection. Based on the results of the investigation, olympus confirmed the device had a broken fiber, however, since the device was not returned for evaluation, it is likely the device became worn, weakened, corroded, or broken down due to processes such as aging, permeation, and corrosion. However, the most probable cause of the complaint is cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The issue occurred during a therapeutic ureteroscopy and laser for kidney stones procedure.

Event description:
It was reported the powered laser surgical instrument laser fiber broke in a patient, and the broken fiber was retrieved. The issue occurred during an unknown therapeutic procedure. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.